Event description:
Health care professional (hcp) reports a pt reaction to the psn (polysynthane) membrane. The incident occurred during the pt's first exposure to the psn membrane at the onset of the hemodialysis treatment. The pt experienced vomiting and back pain. The blood flow rate was decreased for 30 minutes and the pt was treated with benadryl 50mg intravenously. The treatment was continued and the prescribed blood flow rate was resumed once the symptoms were resolved. The treatment was completed without further incident. The pt has been switched to an alternate membrane.